Event description:
A surgeon reported that during a combined procedure, the infusion line was placed and purged prior to the cataract surgery. Each time the infusion line was opened; numerous air bubbles entered the eye. This lead to a loss of the posterior capsule. Additional info has been requested.

Manufacturer narrative:
The customer did not retain a sample for this investigation. The customer's complaint history could not be reviewed as the customer's name was withheld for privacy reasons. The complaint history for the disposable pak was reviewed; this is the third complaint reported, but the second for this issue. The DHR was reviewed; this product was built and released per specifications. The customer did not retain a sample; the root cause of the customer's complaint is unk. While a sample was not returned, an internal investigation has been opened to investigate the issue of bubbles in the fluid path. (B)(4).